Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, ischemia and stenosis are listed in the xience prime everolimus eluting coronary stent system, instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the additional information was received on 06/06/2016, the patient presented to the hospital with chest pain. Various tests, including a treadmill test were performed. Imaging was performed and restenosis was noted only in the 2.25x23mm xience prime stent. There was no restenosis of the 3.0x23mm xience xpedition stent. On (B)(6) 2016, the patient visited the hospital again and the coronary artery bypass graft (CABG) procedure was planned for one month later.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0 x 23 mm xience xpedition stent is filed under a separate manufacturer report number.

Event description:
It was reported that on (B)(6) 2013, a 2.25 x 23 mm xience prime stent was implanted in the posterior-lateral coronary (pl) lesion and a 3.0 x 23 mm xience xpedition stent was implanted in the obtuse marginal (om) lesion without a reported device malfunction. On (B)(6) 2016, the patient had a positive ischemia stress test with enzyme elevation. Per physician this was related to the target vessel. On (B)(6) 2016, in-stent restenosis was noted in the 2.25 x 23 mm xience prime stent implanted in the pl artery and in stent restenosis was confirmed in the 3.0 x 23 mm xience xpedition stent implanted in the om. The patient was hospitalized and coronary artery bypass grafts were placed in the om, distal left anterior descending (lad) coronary artery, and the posterior descending coronary artery. There was no additional information provided regarding this issue.